Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type: ngp customer returned pump for an alleged cosmetic damaged on 08/09/2022. The unit p-cap / test reservoir locks in place properly. Pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. The pump passed the self test, active current measurement, and the displacement test. However, the pump failed the sleep current measurement test due to moisture damage on battery tube assembly noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged cosmetic damaged confirmed. Blank display confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump was not working held together with rubber band. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device. The product will be returned for analysis.